Event description:
It was reported that a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy and the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 120 mg/dl.